Event description:
The patient reported rapid depletion of their ipg device. The device logs were reviewed and it was determined that battery depletion occurs more rapidly during recent therapy sessions compared to earlier sessions. This depletion results in automatic cessation of stimulation when the battery voltage approaches 3.44 v, leaving the patient without a full night of therapy. A review of the device history record (DHR) confirmed that the battery voltage test, functional test, and leak test all passed during assembly. However, dimensional inspection of the epoxy header failed, with the width below the accepted tolerance and the depth above the accepted tolerance. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.